Manufacturer narrative:
Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of sterility certificates could not be performed since the serial number of the device is unknown. The reported event could not be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of high power events may be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible root causes of low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/60 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent atrial fibrillation and 2 year clinical outcomes in patients with a left ventricular assist device implant. American society of artificial internal organs journal, 2017; 63(4): 419-424. Doi: 10.1097/mat.0000000000000520. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and how atrial fibrillation affects clinical outcomes in vad patients. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports one-hundred eighteen patient deaths while on vad support, with patients dying from right heart failure, multiorgan failure with sepsis, stroke, pump thrombosis and cardiac arrhythmias. Patients with pump thrombi were diagnosed by the presence of low flows, increased power consumption, hematuria and elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The status/location of the vads is unknown.